Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event attributed to patient condition. Upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. All leaflets were intact. The free margins and lunula of the non-coronary cusp were wavy or bunched, possibly due to stent post distortion. Pannus remained attached to the right non-coronary stent post extending over to the top of the commissure slightly down the outflow margin of attachment of the right cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed trace mineralization in the left right commissure and host tissue adjacent to the right noncoronary commissure. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this aortic bioprosthetic valve, which was implanted upside down in the mitral position, was explanted after 4 years due to a paravalvular leak.